Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 500 mg/dl at the time of the incident. Another blood glucose level was 200 mg/dl. Customer stated that they were struggling with their blood glucose level from few weeks, customer stated that they were sick and changed the basal rates so they want to make sure does they were on correct basal rate. The customer was assisted with troubleshooting for high blood glucose. The customer stated that the symptoms related to high blood glucose such as difficulty in breathing. The customer was treated with manual injection. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The device will not be returned for analysis.